Event description:
Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified red particle material on the shell, red tissue, creases and deformation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of anxiety-product/procedure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "not comfortable leaving them in" and possible gel bleed.

Event description:
Patient reported right side "not comfortable leaving them in." Healthcare professional later reported "irregularity on the right-possible gel bleed, implant is intact." Device remains implanted.